Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on the dimension vista 1500 instrument. A technician in the lab inspected the instrument and confirmed that the s1 (sample 1) mixer malfunctioned. A siemens customer service engineer (cse) was dispatched to the customer's site and determined that routine service was required on the instrument. The cse replaced the s1 mixer and siemens further investigated the issue. Siemens determined that the malfunctioned s1 mixer potentially contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.